Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6 and h10 the returned device was evaluated and customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunctioned and noticed there was an ¿image problem¿ on the screen monitor. The issue happened during preparation prior to an unspecified procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head malfunctioned and noticed there was an ¿image problem¿ on the screen monitor. The issue happened during preparation prior to an unspecified procedure. There was no report of patient harm associated with the event.